Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a 3/4 mm depth with heavy calcium noted in the annulus. Following valve deployment, moderate-severe paravalvular leak (pvl) was noted. Subsequently, a second valve was successfully implanted 4 mm deeper into the annulus. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.